Event description:
It was reported that the ilet pump¿s screen became nonfunctional after the patient fell and the device hit the floor, resulting in a cracked display and inability to use the screen; the patient reverted to backup therapy and a replacement was arranged. Symptoms included no injury. Outcomes included temporary loss of device function and interruption of insulin delivery via the ilet until backup therapy was initiated. Investigation included troubleshooting and user education, verification of shipping and return logistics, instructions to shut down the device to prevent further alerts, guidance to sync data to the mobile app prior to return, and counseling that data would not transfer to the replacement and that the patient could continue cgm monitoring via dexcom app or receiver. Investigation of this case revealed physical damage to the display consistent with external impact, with no device alarms reported and no indication of internal malfunction beyond the damaged screen. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage due to accidental drop.